Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. Input power and grounding connections in the workstation were also evaluated, tightened and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system shut down without command of the operator and could not be rebooted. There is no report of a patient injury or death associated with this event.